Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified. The cutting of the test media performed as expected. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. There were no anomalies noted with the functionality of the device.

Event description:
The sales rep reports that during a gastric bypass procedure, there was intermittent sealing of the tissue. There was bleeding when going through mesentery and smaller vessels in the omentum. Blood loss less than 250ml. The generator did not fault out. They continued to use the device to complete the procedure. There was no patient impact. The device will be returned for analysis.